Event description:
It was reported to ge that the ultrasound system locked-up during surgery, resulting in loss of images and use of a back-up unit. No injury was reported. The delay with extended time under anesthesia and cardiac bypass may contribute to injury, should a similar malfunction recur.